Event description:
Reporter alleged discrepant results between the blood glucose device and a valid lab comparative. It was reported meter read hi and the lab measured 228 mg/dl when performed within 10 minute. Reporter stated no treatment was received or actions taken as a result. Reporter indicated not having the test strips or controls used at the alleged time as well as not being sure of the date when glucose tests were run. A request was made for the return of the suspect device and replacement product was sent.